Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent delivery system (sds) was advanced; however, resistance was met with the vessel, and the device could not cross through the lesion. After removal, it was noted that the tip of the sds was found to be torn. A new sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. In this case, the lesion was described as moderately tortuous, mildly calcified, and 90% stenosed, which may have contributed to the reported failure to advance / cross the lesion. Additionally, factors that can contribute to a tear in the tip include, but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all stent delivery systems (sds) are subject to a 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the stent implant prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. In this case, there was no damage observed or reported during inspection prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. It is possible that the tip damage occurred as a result of interactions with the moderately tortuous, mildly calcified, and 90% stenosed lesion. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for damaged or torn tip for this lot. In summary, based on the reported information and this investigation, the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality deficiency.